Event description:
It was reported that during a right total hip procedure, the liner did not lock into the acetabulum properly. The liner was replaced with the same type of liner and implanted without any problems. There was a 40-minute delay. It was reported that the surgeon had extensive experience and had use the product before. There were no adverse effects to the patient and no contributing conditions related to the event. The patient was described as well proportioned. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the product was returned and evaluated. Visual examination of the returned product and provided pictures identified that there were indentations to the scallops. No measurements were taken of the device due to use and damage. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check due to insufficient information provided. Medical records were not provided. A definitive root cause cannot be determined. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.